Event description:
An adverse event was reported involving the medical device sy002ts - ennovate set screws sterile. Specifically, it was reported that approximately three (3) months after implantation surgery, the patient reported experiencing pain and a cracking sensation when climbing the stairs or during certain movements. An x-ray image confirmed that the implanted l3 left locking screw had fully disengaged from the screw head. Minimally invasive revision surgery was performed to replace the locking screw. There were no neurological or structural complications reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h3 - device evaluation, yes. H6 - codes updated. Investigation results: the complained medical device was made available for investigation. The set screw shows no critical deformation or defect apart from normal wear. The hexagon of the screw was examined and it showed slight deformation at the edges of the hexagon which occur even when the screwdriver is used correctly. There were minor deformation marks on the thread of the screw that are consistent with the correct insertion of the set screw into the counter thread of the pedicle screw, especially when the initial thread is in a faultless condition. There were circular grinding marks and scoring marks on the bottom of the screw, which were created when the screw was tightened over an obliquely inserted rod. The star-shaped scratches in the middle of the floor were caused by the back-and-forth movement of the rod while the screw gradually loosened, resulting in the varying directions of the trace marks. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: the root cause of the screw backing out was a rod that was not correctly positioned in the groove of the pedicle screw. During tightening, the rotating set screw pushed the rod progressively downward (resulting in the circular marks on the bottom of the set screw) and gives way springily. Eventually, the spring force becomes greater than the release moment of the torque wrench, causing it to release before the rod is fully seated in the pedicle screw. The wear limited to the edge of the insert indicating that the rod was not properly positioned in this case. The manaufacturer´s valid instructions for use advises users on how to avoid such issues. Based upon investigation results, a CAPA is not required.